Event description:
It was reported that the user¿s freestyle libre 3 plus sensor integration with the ilet failed to pair and repeatedly prompted a ¿replace sensor¿ alert, and ¿dosing stops soon¿ notifications were observed; agent performed troubleshooting including app reinstallation, sensor rescan, mode toggling, and device restart, without resolution. Investigation of this case revealed that pairing to the ilet did not establish and repeated sensor replacement alerts persisted despite standard corrective actions. No clinical symptoms associated with potential interruption of automated insulin dosing reported. Outcomes included interruption or impending interruption of therapy without medical intervention. It was concluded that the event reflected a sensor connectivity or pairing failure affecting cgm data availability to the ilet, and was eventually transferred to abbott customer care for further assistance. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.